Event description:
The customer reported that the coating on the electrode peeled off during a procedure. Nothing fell into the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident pencil and electrode were not returned to covidien for evaluation. The piece of coating was returned confirming the report. Without the incident electrode, the cause of the reported event could not be determined. The instructions for use state always use the lowest power setting that achieves the desired surgical effect. Using coated electrodes at high power settings may cause damage to the coating. If the coating is damaged, discard the electrode.